Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, a partial lead (only middle portions) was returned in three pieces. Visual inspection of the partial lead found multiple external insulation abrasions breaching unknown cable lumen, inner coil lumen and unknown efte cable coating distal to suture tie impression. The cause of the external insulation abrasion is consistent with friction to another device or feature of patient anatomy. Two internal insulation abrasions breaching the unknown cable lumens between shock coils with intact unknown etfe cable coating and inner coil lumen.